Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. (B)(4) confirmed the followings in the evaluation. Wear and tear on the bending rubber. Scratches and dents on the distal end. Incise on the ultrasonic transducer. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes (>100cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.